Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2012-(B)(6), 5076 implantable pacing lead - 2012-(B)(6), (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and was found to be in the coronary sinus osteum. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.